Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on remote transmission. Monitoring was recommended since the episodes only occurred on one day at one time. Programming changes were recommended if required. The patient was stable.